Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit stopped working. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: e3.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed the reported issue and performed system checkout of unit. The fse stated that the pim transducer was the cause of the issue. The pim transducer (0997-00-1178) was replaced by the fse and the unit passed all functional and safety tests per factory specifications. The unit was returned to the customer for clinical use.